Event description:
On (B)(6) 2010 the patient reported her insulin infusion headset fell out of her body and is completely gone. The patient is visually impaired and her daughter assisted her with troubleshooting. The patient was assisted with successfully inserting a new headset, reconnecting to her infusion device and placing it in run. The patient stated she has been on insulin pump therapy for 1 day. She uses alcohol wipes to clean her site area. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.